Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 480 mg/dl, which was treated with a manual injection and insulin. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer declined troubleshooting assistance for the high blood glucose, advising that she had high blood glucose because she had not bolused before bed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.